Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: a review of the pump¿s history showed evidence of a replace battery alarm on (B)(6) 2013 with high voltage noted in the battery. A visual inspection of the pump revealed evidence of moisture corrosion on the battery cap and in the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump was primed and exercised with no overheating or alarms. The pump¿s case was opened, and evidence of moisture was found on the printed circuit board. Unrelated to the complaint, evaluation revealed a dim display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter stated patient changed the battery about 2 days ago and reported to reporter that the pump felt warm to touch and the battery was even hotter. The patient reported to reporter that there was a little moisture on the battery, but did not appear to be water in compartment. The reporter denied cracked case or loss of power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.